Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. On an ap radiograph with internal rotation, the humeral head component is subluxed superiorly. On a true ap radiograph, the humeral head component shows slightly greater superior subluxation and widening of the glenohumeral joint. Superior subluxation of the humeral head component may be associated with superior rotator cuff impingement and/or tear. On an axillary radiograph, the humeral head component shows anterior subluxation which may be associated with impingement and/or tear of the subscapularis tendon of the rotator cuff. Migration confirmed by superior subluxation of the humeral head component being present on some of the ap views. Anterior subluxation of the humeral head component is also present, demonstrated on the axillary view. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The following sections could not be completed with the limited information provided. Concomitant devices: versa-dial modular head with variable offset, catalog #: 113057, lot #: 502860. Comprehensive primary stem, catalog #: 113635, lot #: 400380. Hybrid glenoid base 4mm, catalog #: 113954, lot #: 146360. Pt hybrid glenoid post, catalog #: pt-113950, lot #: 019710. This report is number 5 of 5 mdrs filed for the same patient (reference 0001825034-2017-03365 / 03389 / 03390 / 03391).

Event description:
It is reported that the patient experienced several complications following shoulder arthroplasty, including pain, instability and impingement noted at six (6) week post-operative follow-up, continued pain, instability and impingement at three (3) month post-operative follow-up, and mild biceps tendon tenderness, impingement and instability at one (1) year post-operative follow-up. The surgeon does not plan to revise the patient. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.